Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, valve placement was attempted following a pre-implant balloon aortic valvuloplasty (bav), but the valve expansion was poor even after changing position. The maximum number of recaptures was performed; therefore, a new valve was used. A pre-implant bav was performed again. The second valve expanded successfully and was implanted. Moderate paravalvular leak (pvl) was observed and a post-implant bav was performed with acceptable results. The final pvl result was assessed as mild-moderate. No further treatment was deemed necessary. Of note, it could not be definitively determined that infolding of the valve was observed but considered poor expansion of the valve like attributed to the severe calcification. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.